Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. Reprogramming was able to provide resolution, however surgical intervention could be pending to revise the lead. Note: this patient has two 3186 leads from the same lot.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have one of their leads replaced. During the procedure, it was noted the physician electively explanted and replaced the patient's ipg with a different model as well. Patient has effective therapy post op.